Manufacturer narrative:
Additional information was added to h4 and h6. H11: the actual device was not available; however, a photograph was received for evaluation. The returned photograph was reviewed, and it was noted that there was a piece of degraded brown burned plastic embedded in between the wall or inside the tubing. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. A visual inspection was performed, and a degraded piece of brown burned plastic embedded in the tube was observed. The reported condition was verified. The cause of the reported condition was a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) in the tubing of a clearlink continu-flo solution set. The pm was described as, ¿an irregular shaped, about 5 mm in length, and brownish-black. At first glance it looks like a piece of fungal growth but upon further inspection it could be a fragment from a piece of machinery. The particulate matter appeared to be imbedded and the running fluid through the tubing did not move it¿. This issue was observed during setup/preparation prior to patient connection. There was no patient involvement. No additional information is available.